Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confimation test". Concomitant products included levonorgestrel (mirena) since 2008 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (" abnormal bleeding (vagina)") and menorrhagia (" abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia ( painful sextual intercourse)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/ supracervical hysterectomy (uterus and fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Reporter information updated. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia ( painful sexual intercourse), lower abdominal pain, she did not undergo essure confirmation test. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. B34599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included levonorgestrel (mirena) since 2008 to september 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (" abnormal bleeding (vagina)") and menorrhagia (" abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse)"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/ supracervical hysterectomy (uterus and fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.